Event description:
It was reported that the user dropped the ilet pump, resulting in a cracked screen and an unresponsive touchscreen, and a replacement was arranged. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a stress-related fracture affecting the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.